Event description:
Information received notes that interrogation revealed that the device had reached rrt. Measured battery data was 2.76v, 12ua, <1 kohms and the magnet rate was 98.5 ppm. The patient had a cardiac catheter procedure performed on october 25, 2001 and with stents placed, the device was reprogrammed to the desired settings. The patient's rhythm was atrial fibrillation and some intrinsic activity was observed.